Manufacturer narrative:
The service engineer (se) evaluated the device and replaced the battery. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. The following part was returned for failure investigation: battery. The battery was visually inspected and showed no anomalies. Battery serial number or firmware could not be confirmed. The battery was functionally tested and had the first light-emitting diode (led) flickering. The red battery fault indicator light was triggered with a red ¿!¿ for the extended battery receptacle on the status display, indicating no charge. The system log results showed: ventilator extended battery charger error, and extended battery failure with alerts. Conclusion: ventilator would not charge the battery when connected to wall power. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shutdown. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator without harm or injury.